Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and the patient side cart (psc) had flashing blue light and orange power button. The fse trouble shot the system down to a faulty card cage. The fse then replaced the cardcage. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system shut down automatically during use and repeated non-recoverable error occurred. The customer used instrument release kit (irk) to open the instrument jaws and remove it and then power cycled the system; however, the customer shut down again. The tse found blue fiber cable (bfc) connections errors in the logs. The customer elected to convert the procedure to laparoscopic surgery. There was no reported injury. After the procedure was converted, the customer called back to report that the vision side cart (vsc) was still being used, and the power button of the patient side cart (psc) was flashing in blue. The customer could not complete any troubleshooting at time of a call. The tse advised the customer to use a backup bfc and then perform a hard power cycle. In addition, the tse explained that the issue could be due to the third port of the psc.